Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval, the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A u.s. Distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power up.